Manufacturer narrative:
The rotaflow drive was investigated from the maquet service technician with the summary report# (B)(4) on the 2019-08-27: performing a manual repair ECMO - replacing a defective battery check the bump test. Electrical safety control (illko mdtect sn462, rpe 0.0420, riso> 100mo idir 0.024ma compliant). Device functional and reliable. Similar investigation with the same failure see complaint# (B)(4): the exchanged battery pack has been sent to the lce (life cycle engineering) at (B)(4) with RMA#35542 dated on 2018-07-24 for investigation. Goods received on 2018-08-14, the investigation was carried out on 2018-12-21. Report#3960 result of the investigation: the battery pack contained 12 defective battery cells, which could be proven by measuring with a multimeter. Since the open circuit voltage was already below 20v before the test, the error of switching off the rfc after 20 seconds could not be traced. Conclusion: on delivery, the voltage was so low that a start-up was not possible. When determining the cause of the error, it was determined that 12 out of 20 battery cells were no longer intact. This could also be the reason why the rfc in the field failed under load. Since the battery pack was already defective on delivery, the error could not be comprehended. The investigation could therefore not be further extended, a most probable root cause could not be determined thus the failure could be confirmed but no most probable root cause possible. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
When the main power cable was disconnected the device switched of immediatelly. Complaint# (B)(4).